Event description:
It was reported that during a cholecystectomy procedure, the clip was not fed into the jaw properly when a nurse grasped the trigger outside the patient's body. After that, the device was fired to check several times and functioned properly. However, when the doctor was going to fire, the clip was not fed into the jaw properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Overtwisted jaws. Eval summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.